Event description:
It was reported that the clinic contacted the rep to review a case with noisy signals form the insertable cardiac monitor (icm). Technical services (ts) reviewed and found the patient had a wandering baseline on the presenting s-ECG and originally showed a very good signal just after implant. Ts asked if the patient has experienced any significant events over the previous weekend that may have resulted in the device shifting and losing contact. The device remains in service. No adverse patient effects were reported. Additional information was received that the device eroded through the incision site and was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Device has been returned for analysis and product investigation completed. The completed product investigation provided the known inherent risk conclusion code was selected based on the field report of erosion or related conditions. Skin erosion and device migration are known issues for implanted devices. Analysis of the returned product is not able to provide relevant information for erosion-related allegations.

Event description:
It was reported that the clinic contacted the rep to review a case with noisy signals form the insertable cardiac monitor (icm). Technical services (ts) reviewed and found the patient had a wandering baseline on the presenting s-ECG and originally showed a very good signal just after implant. Ts asked if the patient has experienced any significant events over the previous weekend that may have resulted in the device shifting and losing contact. Additional information was received that the device eroded through the incision site and was explanted. No additional adverse patient effects were reported.